Event description:
Caller reported a cartridge alarm 30 during the load process, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge, but the alarm persisted, so they arranged to send a replacement pump with updated software. The customer will use multiple daily injections (mdi) as a backup therapy. Training for the replacement pump will be available, and the customer was informed about the return process for the defective pump.